Event description:
Customer reported that they were unable to access emergency medication from the pyxis medbank tower while the patient was hypoglycemic. Medication was not available via override. The patient was taken by ems to the hospital but expired the following day ((B)(6) 2021). It has not been confirmed that the inability to access medication caused or contributed to the death of the patient.

Manufacturer narrative:
On november 1, 2021 bd was made aware that medication inside a pyxis medbank tower, was unable to be accessed via override for a hypoglycemic patient. The event occurred on (B)(6) 2021 and is recorded in complaint number (B)(4). As a result, the user was unable to access glucagon that was ordered by the attending physician to treat the hypoglycemia. The patients' blood sugar continued to drop and the patient and was eventually sent by emt to the hospital. It was confirmed that on (B)(6) 2021 the patient expired. The investigation by bd, determined that an inadvertent settings change, which changed glucagon from an emergency medication to not having override capability, was the cause of the inability to access. The software setting was corrected and no further incidents were reported to bd. It has not been confirmed that the inability to access glucagon caused or contributed to the death of the patient.